Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, the interatrial septum was crossed and the sheath was aspirated. When connecting to flush line, the fluid would not flow into sheath and a crack was noticed in the stopcock where fluid was leaking. The sheath was replaced and the procedure was completed without patient complications.